Manufacturer narrative:
(B)(4). Batch # t5dd6d. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples met the staple form release criteria. The device lockout and the reload lockout were functional. In addition, a knife guide was received inside of a plastic bag. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. It should be noted that to reload the device, insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was received: could you please provide more details for ¿improper stapling¿? Staples were applied as were malformed. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? The applied staples were malformed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? The staple lie was interrupted. Could you please clarify if there were any patient consequences? There was not any patient consequences.

Event description:
It was reported that during an unknown procedure, the staple line was interrupted and the staples were malformed. There were no patient consequences.